Manufacturer narrative:
This device was explanted on (B)(6) 2020. Upon receipt, the device interrogation revealed the eos battery status, detected on (B)(6) 2020. The device was subjected to an electrical analysis. The analysis confirmed a depleted battery. The current consumption of the ICD was measured and found to be normal and as expected. In a next step, the amount of charge taken from the battery was verified. The battery condition was not as expected. Therefore, the ICD was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electronic module was directly measured and found to be elevated. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Hm reported device detected temporary eri. Device remains implanted. Eri status confirmed on (B)(6) 2020 using device data. Should additional information become available, this file will be updated.